Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens model zcb00 was explanted from the left eye of a female patient because the patient experienced a refractive surprise. There was no incision enlargement, no vitrectomy, and no patient injury. Patient is doing well. No other information was provided.

Manufacturer narrative:
Visual inspection of the returned lens inspected at 10x microscope revealed small loose particles on the sample this condition is compatible with handling the lens out of a particulate controlled environment. The lens was also cut in two pieces most probably due to the explant. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The records show the lens passed all the optical measurement. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation the cause of the complaint could not be determined and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.